Event description:
It was reported that noise was seen during the changeout of the device on the atrial lead. Apparent insulation damage was seen upon opening the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implanted: (B)(6) 2007. (B)(4).